Manufacturer narrative:
(B)(4). Product analysis is anticipated, but not yet begun.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion and anterior -posterior fusion at l4/5/6 due to spinal canal stenosis. During surgery, the surgeon tried to break off the set screw but it was spinning and it could not be broken off. The set screw was replaced to complete the final tightening. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.